Manufacturer narrative:
(B)(4). The insulin pump was monitored for several days and there was no blank display. The device passed the displacement test and had normal operating currents. The insulin pump passed the self test, off no power test and had a stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. The blood glucose was 322 mg/dl at the time of the incident. Customer stated that, hey are unable to remove the battery cap on their pump and were not able to remove the battery cap. Customer stated that, they do not have a large, flat-head screwdriver and were not able to remove the battery cap. The device will be returned for analysis.